Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the system went into bypass and the image acquisition system (ias) failed to boot. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The image acquisition system (ias) could not be started due to a defective motherboard of the ias computer. Therefore, as intended for such a case, the system switched to the so-called bypass fluoro mode. This special mode, which is a mitigation of the problem, allows the system to continue generating imaging. However, neither acquisition nor storage or further processing of data is possible, and the image quality is reduced. Such an error can only be eliminated by replacing the affected hardware. The local service organization replaced the entire ias pc on site. As the customer's affected pc model (ias r640) was already 6 years old, it was replaced with a compatible model of a newer type (ias bb2). Following the replacement, the system is running again as specified. The spare parts consumption of the affected part was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.